Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that after implantation, the patient had a fever and headache. An examination indicated that the patient¿s ventricles were enlarged. The surgeon suspected that the device was obstructed and removed the valve. The patient is awaiting a second surgery.

Manufacturer narrative:
Please be advised that the lot number is cpbbwn not asku as previously reported. Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming, pressure and leak tests and appears to have caused the difficulty encountered by the customer. A leak was noted at the proximal connector. The connector was pulled out of the silicone housing and no defects were found with the silicone housing or the connector. The silicone housing had taken the form of the connector during molding. The leakage could be due to wrong handling, but this could not be confirmed. Review of the device history record confirmed the valve met specification requirements when released to stock. Review of the sterilization certificate revealed the device conformed to the required specification. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.